Event description:
Adverse event(s): "patient is doing well" (no consequences or impact to patient). Product problem(s): "system gave a illumination not in place error event when the illumination was in place" (device displays error message). A system operator reports that the system gave a illumination not in place error message event when the illumination was in place. The error message occurred during one case (patient's right eye). The surgeon had prepared the eye for a prk procedure and as they were getting ready to start, they noted the system did not recognize the eye tracker in place even though the operator had confirmed it was properly locked in place. There was a 15 minute delay to get the system to recognize the tracker in place, during which time the surgeon hydrated the eye to manage the situation. The case was completed without any other interruptions. The patient was seen for follow up and was 'doing well, healing as expected' and no concerns were noted by the surgeon.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)